Event description:
It was reported that in online survey that the urinary meatus injury was a device use-related complication that did not result in patient injury requiring medical or surgical intervention. This concerning product vfdspce- foleyfoampedltxcathce foley, swivel, pediatric 2-wayfoleyfoampedltxcathce statlock ¿ foley.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "materials of construction are not biocompatible". The DHR review could not be performed without a lot number. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
Critical care nurses reported in an online survey that the urinary meatus injury was a device use-related complication that did not result in patient injury requiring medical or surgical intervention. This concerning product vfdspce- foleyfoampedltxcathce foley, swivel, pediatric 2-wayfoleyfoampedltxcathce statlock ¿ foley. It was unknown what medical intervention was provided.